Event description:
Reported by the district manager (dm) on behalf of the customer via complaint communication form - as the 13fr evolution with steadysheath was being advanced over the lead, through the right subclavian vein, the patient's blood pressure dropped. The lead extraction procedure was then aborted, and the cardiovascular surgeon and the heart team intervened to locate any possible bleeding sites and stop the bleeding.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 ¿ PMA/510(k): k141148. The device was not returned for the complaint, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed, other than by the customer's testimony. The complaint/event entered within trackwise: "patient's blood pressure dropped, procedure aborted leading to intervention." Per complaint information: " as the 13fr evolution with steadysheath was being advanced over the lead, through the right subclavian vein, the patient's blood pressure dropped. The lead extraction procedure was then aborted, and the cardiovascular surgeon and the heart team intervened to locate any possible bleeding sites and stop the bleeding." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Reported by the district manager (dm) on behalf of the customer via complaint communication form - as the 13fr evolution with steadysheath was being advanced over the lead, through the right subclavian vein, the patient's blood pressure dropped. The lead extraction procedure was then aborted, and the cardiovascular surgeon and the heart team intervened to locate any possible bleeding sites and stop the bleeding.